Manufacturer narrative:
H3: product analysis #(B)(4):part # 45440006545, lot # h6023415 visual inspection confirmed the screw has broken 3 threads down from the pedicle head. Optical inspection did not reveal any defects in the screw that would contribute to the screw breaking. Macroscopic inspection revealed fracture surface smearing. The damage to the screw is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who had screw explant. It was reported that the screw experienced a breakdown inside the patient, which necessitated revision surgery. The product was explanted and replaced. No patient complications have been reported as a result of this event.